Manufacturer narrative:
Investigation summary: customer returned one (1) loose 30g x 12.7mm, 0.5ml bd insulin syringe from lot 8302836. Consumer reported plunger rod is broken inside the barrel. The returned sample was examined, and it was observed that the plunger rod was broken. It was also observed that syringe was filled with a cloudy liquid¿likely insulin. Since the syringe was able to draw this liquid, it is likely that the plunger rod was not broken (prior to use) due to a manufacturing error. It is possible that the customer had pre-filled the syringe, which could result in a clogged cannula, and thus lead to a broken plunger rod if the customer tried to forcefully press down on the plunger rod. A review of the device history record was completed for batch# 90077779. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200788760, 200788680] noted that did not pertain to the complaint. There were three (3) notifications [200788583, 200788212, 200788242] noted for dry barrels. There was one (1) notification [200788675] noted for dry barrels, smeared stopper. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on 24sep2019, holdrege receive a complaint, via a picture, from material 328466, batch 8302836. The sample was requested to be sent to holdrege and was received on 30sep2019. The sample was decontaminated per hrst-17 and hqa-68 prior to evaluation. Visual inspection of the syringe found the top 5/8¿ of the plunger to be broken off. There were white stress marks on the plunger around the break point. There was a cloudy fluid in the syringe to about the 3 unit scale line. The plunger was exercised and demonstrated smooth movement inside the barrel indicating adequate silicone. Process summary: the automatic syringe assembly machine feeds 0.5ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. There were no quality notifications or maintenance dispatches during the production of this batch that pertained to this defect. Root cause cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It has been reported that one syringe 0.5ml 30ga 1/2in uf 10bag has been found with a broken plunger rod before use. The following has been provided by the initial reporter: it was reported that the plunger rod is broken inside the barrel. Verbatim: issue: consumer reported plunger rod is broken inside the barrel. He noticed that before he was using it. Occurence-1. Incident date-unnown-2 days ago. Item#328466 lot#8302836 expiration date-2023-11-30. Consumer always uses the new syringes for his injection.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one syringe 0.5 ml 30ga 1/2 in uf 10bag has been found with a broken plunger rod before use. The following has been provided by the initial reporter: it was reported that the plunger rod is broken inside the barrel. Verbatim: issue: consumer reported plunger rod is broken inside the barrel. He noticed that before he was using it. Occurence-1. Incident date-unnown-2 days ago. Item#328466. Lot#8302836. Expiration date-2023-11-30. Consumer always uses the new syringes for his injection.